Manufacturer narrative:
D.4: lot# is unknown; UDI is unknown. MDR was submitted in accordance with activities related to CAPA#734075. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information from multiple sources indicated that a study participant undergoing posterior spinal fixation and fusion experienced a p ost-surgical compression fracture. Several weeks after the index procedure, the patient developed worsening thoracic pain and reported a sensation of movement in the back, and imaging confirmed new compression fractures at multiple thoracic levels. The event required hospitalization, medical management including opioid analgesia, and a revision spinal surgery to stabilize the affected segments by connecting existing thoracic constructs. The additional surgery was performed as a result of an adverse event related to an outside standard-of-care procedure, with involvement of multiple thoracic levels, and the implanted study-eligible devices remained in place following the revision. The adverse event was assessed as serious due to hospitalization and need for surgical intervention, was considered related to the procedure and device by the sponsor, and the patient was reported to be recovering or resolving at the time of last follow-up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sponsor assessment updated: possible related to procedure (index surgery) not related to study device. Site confirmed not related to device. The device did not cause or contribute to the procedure related event.